Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic gas was used at 14% concentration during multiple pars plana vitrectomy surgeries after which the gas was gone from the eye at two weeks duration. There was no harm to any patient. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Per the contract manufacturer's investigation, the customer's sample was not returned for evaluation however, the retain sample for reported lot number was analyzed by gas chromatograph (gc). The gc analysis confirmed the reported ophthalmic gas to be sulfur hexafluoride with air concentration of not more than 100 ppm with no unusual gc peaks. The product had met the release specification. However, testing could not be performed on the customer's reported cylinder as it was not received. With no additional, related information provided, the customer reported event was not confirmed. A review of the batch production record for the reported lot number was performed which confirmed the product met specifications at the time of release. A review of the complaint records showed one other complaint against the reported lot number. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).